Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) which was detected via the patient's remote monitoring system. Additional information indicated that there was noise being oversensed on this pace/sense lead which was inhibiting pacing. There was some question of interference from left ventricular assist device. The system will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.